Event description:
Procedure: lap assisted nephrectomy. Reportedly, the instrument fired and would not release from the renal artery. The surgeon used another instrument to fire above and below the application site to free the instrument. Patient status unknown at this time.